Manufacturer narrative:
Event problem and evaluation: on (B)(6) 2015, a medtronic representative went to the site to test the equipment. The stand-alone board and relay (B)(4) were replaced. The imaging system then passed the system checkout and was found to be fully functional. The isolated stand-alone pcba was returned to the manufacturer for analysis and an electrical failure was found. The board failed bench testing and would not power on; no 110 vac and no 15vdc. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when booting the imaging system during a spinal fusion procedure, the pendant displayed a red x for x-ray and "initializing, please wait." The system had been re-booted three times at this point. Further troubleshooting involved completely shutting down both the mobile view station (mvs) and image acquisition system (ias), unplugging the umbilical cable, and then turning the systems on independently from one another. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. A c-arm was used to complete the procedure. There was no impact on patient outcome.